Manufacturer narrative:
Visual evaluation of the returned device found many non-m.s.I. Decals present on the bezel and minor scratches on the cover; otherwise, the unit appeared to be in good physical condition. All knobs and switches functioned properly. All internal connections were checked and wires were manipulated while power was activated, but no problems could be found. The unit passed the endostat iii return evaluation procedure and was within all test parameters. The condition of the returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Manufacturer narrative:
(B)(6):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (procedure date unknown). According to the complainant, the "control cut" mode was not cutting well at the ampulla; the output seemed more like the output in "coag" mode. The procedure was completed with this device. It was reported that the account did not suspect any issue with the endostat foot switch or any accessory device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (procedure date unknown). According to the complainant, the "control cut" mode was not cutting well at the ampulla; the output seemed more like the output in "coag" mode. The procedure was completed with this device. It was reported that the account did not suspect any issue with the endostat foot switch or any accessory device. There were no patient complications reported as a result of this event.